Event description:
It was reported that the insulin pump had an unresponsive button or keypad and that the device alarmed an error, indicating a compromised force sensor system. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had an error alarm, indicating a compromised force sensor system, during the basic occlusion test due to a protruded/loose drive support disk. The unit had cracked liquid crystal display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.